Event description:
My bipolar dad was given thirty two, yes 32, ect treatments for depression. He became manic, depressed, and committed suicide. Ect is barbaric. I have many of his medical records and documentation. Over 4000 video clips of his erratic behavior, a 360 from prior behavior. He shot himself in the head (B)(6) 2009. One of the ect treatments they did on him they forgot to put his brace in mouth and he nearly bit his tongue off. Literally, he was also told to take so many medications he was a guinea pig. I have his med list and mg. I am so sad without my dad. I lost my mom when I was 14 and now this. What is this world coming to. Thirty two ect treatments, handbag of meds, suicide, I miss my dad.